Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however splines bunching occurred and it could not easily pulled back into sheath after undeploying or spinning. An alternate device was used and no patient complications occurred. The device is not expected to return for laboratory analysis since it was retained by customer.